Manufacturer narrative:
A1, patient identifier (in confidence): a patient identifier was not provided. Data provided in this field reflect gore's internal reference number for this case. The reported information was received from a market research survey where users may remain anonymous. Gore intends to reach out to the agency that conducted the survey for additional information on the user and the stated adverse events. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was collected from a post market clinical follow-up (pcmf) survey regarding the use of the gore® preclude® pericardial membrane to perform reconstructions/repairs on the pericardium. Information received from this survey focused on the user experience regarding adverse events and satisfaction with the device. For survey item "new or unanticipated device issues", the physician stated infections, pericardial tamponade, and adhesions for the category adult patients. For item "new or unanticipated patient related serious adverse events (saes)", pericardial tamponade and infections were likewise stated for adult patients. The adverse events information reported in this survey appears to indicate that medical and surgical reinterventions may have been performed to treat the stated clinical symptoms.

Event description:
The following information was collected from a post market clinical follow-up (pcmf) survey regarding the use of the gore® preclude® pericardial membrane to perform reconstructions/repairs on the pericardium. Information received from this survey focused on the user experience regarding adverse events and satisfaction with the device. For survey item ¿new or unanticipated device issues¿, the physician stated infections, pericardial tamponade, and adhesions for the category adult patients. For item ¿new or unanticipated patient related serious adverse events (saes)¿, pericardial tamponade and infections were likewise stated for adult patients. Additional information received from the physician indicated that over the past two years, 12 adult patients were treated in the clinic with the gore® preclude® pericardial membrane and three adverse events had occurred with one case of infection. However, as no further information was received, it is unknown if these adverse events led to serious injury, required reinterventions and/or treatments. Gore therefore considers this case not reportable and concludes this case with the information received.

Manufacturer narrative:
B5, describe event or problem: updated content. E. Initial reporter: updated initial reporter details. H6, health effect ¿ clinical code: added code e2403. Previous codes withdrawn. H6, health effect ¿ impact code: replaced code f24 with f26. H6, component code: replaced code g04088 with g07003. H6, type of investigation: added code b22. H6, investigation findings: replaced code c21 with c19. H6, investigation conclusions: replaced code d16 with d14 . Phr - a serial number for the implanted device could not be obtained. It appears that the device remains implanted. Therefore, an evaluation of the device could not be performed. A post-market clinical follow-up anonymous satisfaction survey on the use of the gore® preclude® pericardial membrane initially reported pericardial tamponade and infections as serious adverse events for adult patients. Gore subsequently followed up with the research agency conducting this survey on the user¿s contact details, information on implanted devices and dates, patient data, as well as information on the clinical perspective on the cause of the stated adverse events and the device¿s role. In their response, the agency clarified that they were unable to follow-up with the respondent on the requested level of detail and could not request patient identifiable information. Additional information was however received from the respondent stating three adverse events had occurred with one case of infection but it is unknown to gore if these adverse events led to serious injury, required reinterventions and/or treatments. No further information was received from the respondent. Based on the available information, gore has determined that this occurence does not meet the criteria of a reportable serious incident and is therefore retracting this manufacturer incident report.